Event description:
It was reported that on (B)(6) 2025, during a selenia dimensions mammography systems, 3d procedure, the c-arm shakes during rotation and tomo sweep. A field engineer assessed the device and found loose screws and a failed fan within the device. The field engineer tightened the screws and completed the fan replacement. The device is now operating in accordance with manufacturer specifications. No patient or user injury reported.